Event description:
Reported alleged the customer obtained discrepant back to back blood glucose results of 303 mg/dl, 361 mg/dl and 100 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.